Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer returned a call for assistance with troubleshooting the purewick urine collection system. It was unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. Male wicks used. Per follow-up information received on 09sep2025, customer stated that they do not think they had a complaint. They were not sure what this is in reference to. Their concern is that the 2000 cc canister is not large enough. They put out consistently over 2000 cc of urine every night and then spill onto their bedding and pads. They would very much appreciate a larger canister. Unfortunately, they cannot get out of bed to empty the canister nor is there a caregiver that they could impose upon to do this during the night. Customer had found the product a real life changer and has drastically improved their sleep ability.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer returned a call for assistance with troubleshooting the purewick urine collection system. It was unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. Male wicks used.